Event description:
Medtronic (covidien) received information that during treatment of 6.6mm x 5.2mm cerebral aneurysm at ic-cavernous the pushwire of the device was not inserted in the instant detacher upon detaching the implant coil, and the load indicator marker was still visible. Another instant detacher was opened in an attempt to detach the coil; however, the pusher was still not inserted completely and the marker was visible. For that reason, the physician decided to detach the coil manually. Upon attempting manual detachment, the pusher was exposed more than 10cm, but the coil did not detached. While pulling the device, the coil was eventually detached inside the microcatheter. The physician used guidewire and successfully implanted the coil and retrieve the pusher from the patient. There were no patient complications reported.

Manufacturer narrative:
The clinical observation was confirmed. The cause for the non-detachment observation could not be determined; however, the implant likely detached due to a break in the pushwire with the release wire pulled back. This break likely occurred during the physician's manual detachment attempt. The lot history record for this device was reviewed and no issues were identified that would have contributed to this event.

Manufacturer narrative:
(B)(4).